Event description:
During prostar deployment, two needles did not present. During needle backdown, physician rotated device and needle guide broke. Pt taken to surgery to remove device to prevent damage to artery. Preclose rep: present during catheterization procedure.